Manufacturer narrative:
Investigation in process.

Event description:
Event detail: it was reported that the patient was revised. The device was implanted for approximately 6 months. The original procedure was a stand alone two level acdf. Preceding or contributing events: the patient was a smoker, excessive drinker and potentially non-compliant.